Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 542-543 mg/dl resulting in the customer feeling sick and tired. No pump issues were observed, and no alerts/alarms were occurring at the time of the event. Customer performed a supply change, an insulin change and delivered multiple corrections via the pump to address bg. Additionally, customer took a walk to address bg, this activity lowered bg level to 396-397 mg/dl. At the time of the event, the customer did not have back up therapy (insulin pens) available as the customer had discarded those supplies. The following morning, the customer's bg level was 306-307 mg/dl but as the customer continued to feel sick, the customer decided to go to the clinic to obtain alternate insulin therapy. At the clinic, the customer's ketones were tested, and ketone level was 0 mmol/l. A 10.0-unit bolus was delivered while customer was disconnected from the pump, and only air was observed within the patient line as insulin was not being pushed through by the pump. At the time of the event, the customer observed that the pump sounded louder than usual, as if the pump were struggling to deliver insulin. Reportedly, the customer reverted to alternate insulin therapy for diabetes management.